Event description:
Patient stated they are in the hospital due to complications from the bladder procedure. They stated they should have gone to the hospital sooner. On (B)(6) 2022 they stated they are in the hospital from something that happened during her surgery on monday. On (B)(6) 2022 the patient stated they have been hospitalized for the last 5 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; lot# unknown; implanted: (B)(6) 2022; product type lead. Note: b2 hospitalization unsupported by statement made my healthcare provider in follow up. H10: f08 and f12 removed accordingly. A24 removed. D12 updated to d14 based on new information. F11 and f06 added. Img code updated to g02025 based on new information. Correction: FDA site ID corrected to: 2182207, mfg. Site ID corrected to: p1005a for MFR. Report #: 3007566237-2022-00021 full b5 sent due to edits made in text section sent in initial (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted the patient's trial began on (B)(6) 2022. It was reported that the patient was having a lot of pain on their right side. Patient stated they are in the hospital due to complications from the bladder procedure. They stated they should have gone to the hospital sooner. On (B)(6) 2022 they stated they are in the hospital from something that happened during her surgery on monday. On (B)(6) 2022 the patient stated they were currently hospitalized, and on (B)(6) 2022, they reported they had been hospitalized for the last 5 days. Additional information was received from the patient and a healthcare provider. The patient reported they had "I atim" installed on (B)(6) 2022 in the hospital with "complications five days now." They stated they needed technical assistance. They had been emergency hospitalized since they installed the trial system. They requested the manufacturer contact their doctor at the medical center. They needed an MRI, but one staff member said no. On (B)(6) 2022 the patient again reported they were in the hospital. On (B)(6) 2022, the healthcare provider reported the hospitalization was not related to the device or therapy. They stated the reason for the hospitalization was due to gallstones and constipation. On (B)(6) 2022, the patient stated their device was not working because they had pulled the lead out accidentally. On (B)(6) 2022, the patient stated their lead had become dislodged. The patient later reported "yeah, but what happened is too, they disconnected it in the last week or two because they were in the hospital, but also when they were waiting all those three weeks, they pulled it out a little bit so maybe it was not working right, they did not know. " the manufacturer help line confirmed with the patient they were referring to their trial, that during their trial they had "pulled it out about an inch," and this occurred 2-3 weeks ago, but "it didn't seem to affect it then, it worked." The help line asked the patient if they had trialed with one or two sides and the patient stated they thought with one side. The patient stated they told their managing health care provider (hcp) about what happened and the patient stated the hcp told the patient "it was still there, but I (the patient) had pulled about an inch of it." The patient did confirm they went on to receive the permanent implant on (B)(6) 2022. The manufacturer help line was unable to clarify further about the trial incident.